Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: deformation observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii/IV. This record is for the left side. Device has been explanted.